Event description:
During routine, proactive monitoring of the system at a customer site, it was found that presentation states and key image objects were being deleted by the watermark server prior to being committed to the database. The original images are not deleted or altered in any way and still exist on the archive.